Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a green reload from top view. The reload appears to be unfired and some loose drivers were observed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a gastrectomy, on the instrumentation table before surgery, when loading the load on the stapler there was a spontaneous detachment of staples. There were no patient consequences.